Manufacturer narrative:
The pump was returned to animas. Review of the pump download history revealed a voltage drop on (B)(6) at 11:21 pm that triggered a "low battery" alarm. Further review reveals that the user confirmed the alarm and installed a fully charged battery. The pump was exercised with no overheating or alarms duplicated. Pump electrical current draws were tested and found to be within specification. No battery compartment damage or moisture ingress was observed.

Event description:
The patient reported that the pump emitted a low battery alarm at which time the pump and battery were hot to the touch. The patient confirmed there were no signs of corrosion in the battery compartment and denied any harm due to the issue. The patient replaced the battery, completed rewind steps and has continued to use the pump without incident until the time of the call to animas.